Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. No adverse patient effects were reported. At this time, this rv lead remains implanted and in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. No adverse patient effects were reported. At this time, this rv lead remains implanted and in service. Additional information: as suggested by boston scientific technical services (ts), the physician performed lead integrity testing and ultimately reprogrammed the device. This lead remains in service, and the patient will be monitored via latitude.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.